Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently fractured requiring an open procedure to remove the filter and filter struts. The information also indicated that the patient has experienced depression, anxiety, back pain, abdominal cramping, an adverse reaction to a medication and injury to the peritoneum during the filter removal. Additional information was received from the patient profile form that the filter could not be removed. An unsuccessful percutaneous attempt was made approximately six months post implant. The patient reported that they started having back pain and abdominal cramping, it is unclear when the back pain and abdominal cramping occurred. An open abdominal removal was performed approximately 6 ½ years post implant. According to the medical records that patient¿s history is notable for fibroid tumors, menorrhagia, iron-deficiency anemia, bilateral pulmonary embolism, and hysterectomy. The indication for the filter implant was pulmonary embolism. The filter was placed via the right common femoral vein and deployed in the normal manner, extending from l3 to upper l4, with a satisfactory position confirmed via injection of additional contrast. The patient tolerated the procedure well with no immediate complications. Approximately 6 months later, the patient presented for filter removal. After multiple attempts, the filter was unable to be removed and it was decided to terminate the procedure. The procedural notes indicated that the filter was well positioned. When the filter was able to be snared it was unable to collapse, suggesting that it is well adherent to the walls of the ivc. There were no immediate or peri or postprocedural complications. The procedural notes did not make mention of a fractured filter. Approximately 7 ½ years later the patient underwent an open abdominal filter removal, the indication for the removal was a fractured strut. During the procedure the physician inadvertently created a tear in the peritoneum which was closed by a running vicryl suture. The filter and fragments were then extracted from the ivc. Post filter removal the patient reportedly had a reaction to dilaudid, manifested by swelling of the face and lips. The patient has a scar and has experienced depression and requires medication. The patient attributes the medical conditions of failed removal attempt, abdominal cramping, low back pain, fractured filter leg, open abdominal removal surgery, large abdominal scar, depression and anxiety to the filter. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. No filter fracture was identified in the initial attempt to remove the filter, it is possible that, over time, the force exerted on the struts during the removal attempt may have contributed to the filter fracture. Inadvertent injury to the peritoneum is a known procedural event associated with any open or closed abdominal surgery. Due to the nature of the complaint, the reported pain and abdominal cramping experienced by the patient could not be confirmed and the exact cause could not be determined. A drug allergy is the abnormal reaction of your immune system to a medication. Depression, anxiety, drug reaction, back pain and abdominal cramping due not represent a device malfunction and may be related to underlying patient specific issues. The abdominal scar is a result of the open removal of the filter. Given the limited information available for review, a relation between the device and the event could not be determined. At this time, there is nothing to suggest the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was received from the patient profile form that the filter could not be removed after an attempt was made approximately 1 year after filter placement. The patient started having back pain and abdominal cramping. Approximately 7 years later, the patient went back to see about removal, and a fractured leg was discovered. The only way it could be removed was abdominally. It the process, they tore the peritoneum, which had to be sutured. The had to slit open the ivc to get the filter and fractured strut fragments. The patient spent several weeks recovering from the surgery. The patient also had to have open abdominal surgery with its complications to have it removed and also had a bad reaction to one of the medications they gave (dilaudid) where the face and lips started to swell. They had to give other medications to counteract it. The patient has a very bad, ugly scar. She still suffers from depression the stress of the whole incident has caused and have to take two medications to help with it. . Additional medical records received indicate the pre-operative diagnosis at filter placement was pulmonary embolism. The ivc measured 2.1 x 1.3 cm. The filter was deployed in the normal manner, extending from l3 to upper l4, with a satisfactory position confirmed via injection of additional contrast. The patient presented for filter removal approximately 6 weeks later. After multiple attempts, the filter was unable to be removed and it was decided to terminate the procedure. No clots were identified without significant difficulty. A second attempt was made 6 ½ years later. To expose the ivc the physician inadvertently created a rent in the peritoneum which was closed by a running vicryl suture. They set up omni retractor system to get exposure, dissected and got control of the ivc above the filter. The filter and fragments were extracted. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received, it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture of the filter, requiring an open procedure to remove the filter and filter struts. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture of the filter, requiring an open procedure to remove the filter and filter struts. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
No further information is available.